Event description:
According to the reporter: the meshes were joined together by sutures. The overlapping of the 2 meshes was secured by sutures. The 2 meshes were not damaged.

Manufacturer narrative:
(B)(6) user facility listed in initial reporter.

Event description:
According to the reporter : the patient underwent a ventral hernia repair to treat an abdominal aortic aneurysm ventral hernia. There was a big defect, so the surgeon used two devices, overlapping each other, to cover the whole area. The device was placed extraperitoneal. The wound was sutured after the procedure, using the onlay technique. Approximately 2 years post-op, the patient presents with recurrent hernia on the same abdominal area. The device was not removed from the patient. The current patient status is safe but with recurrent hernia on the same side.